Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had an audio/beep anomaly. Customer's mother was assisted with troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer's mother stated that the display was flashing. The customer's mother was advised to remove battery and the tone disappeared. Troubleshooting for blank display was performed and the display did not return. The customer's mother was advised to remove battery and let the insulin pump rest. The customer's mother called back after and stated that the display did not return. The insulin pump was returned for analysis.